Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station struck or freezing. A technical support specialist (tss) copied remote support service followed the knowledge article "medapplication not launching automatically; station at blue screen" and updated agent from another station and verified medication application was running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es became stuck or frozen and would not restart. However, there were no delays, adverse events or injuries reported based on this event.